Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for the low alert occurred. It was determined that the no audio for the low alert was related to the mobile application. The smart device operating system was not compatible, which dexcom considers off-label use. No product was provided for evaluation. Data was evaluated and the allegation was not confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.